Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia. Both the personal diabetes manager (pdm) and dexcom readings indicated "high," meaning blood glucose levels were above 22 mmol/l (396 mg/dl). A finger-prick test showed a glucose level of 32 mmol/l (576 mg/dl). At the time, the pod had been worn for approximately 17 hours on the abdomen. The patient developed symptoms of dizziness, vomiting, and headache, prompting a hospital visit. On admission, the doctor diagnosed hyperglycemia with elevated ketones (2.9 mmol/l). Examination of the pod revealed that the cannula of the pod appeared bent. Treatment included intravenous saline, electrolytes, and actrapid insulin infusion. The patient remained in the hospital for 11 hours before being discharged of the same day, (B)(6) 2025. The pod was discarded.